Event description:
The device was connected to a pt through a defibrillation cable and combination electrodes. The pt was subsequently diagnosed shockable cardiac arrhythmia. The defibrillator charged successfully, but would not discharge energy to the pt when the adapter discharge switches were pressed. The operator removed the adapter and connected standard paddles. When the defibrillator was charged again, energy would not discharge when the paddles switches were pressed. The operator cycled power, and with the next attempt, the defibrillator did discharge energy to the pt through the paddles. The pt was resuscitated.